Event description:
Clinical information: (B)(4) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6)2024, a 18mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 12f amplatzer amulet delivery sheath. There was 1mm pericardial effusion was present prior to introduction of the delivery system. The laa depth was 24mm. During procedure, the atrial rhythm was atrial fibrillation (af), 500ml volume of fluids given and heparin was administrated. The amulet was successfully implanted. On (B)(6) 2025, the patient presented with dysarthria and weakness of the hand. The patient required prolonged hospitalization.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event for patient effect of movement disorder was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. The reported prolonged hospitalization is likely a causing effect of the reported movement disorder. Based on the information received, the cause of the reported movement disorder could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.